Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: on (B)(6) 2023 there was no infusion schedule. The last infusion programmed in the equipment was on (B)(6) 2023. The user decided to stop the infusion before infusing the entire programmed volume. There were several infusion stops. Programmed flow: 21.55ml/h. Scheduled time: 24h00min00. Programmed volume: 517ml. Total infused: 186.98 ml. Infusion time: 08h49min28. We also analyzed the infusion scheduled on (B)(6) 2023 and completed on (B)(6) 2023. Last one made by the user. There were several infusion stops due to line pressure alarms, which were always canceled by the user. For this reason, the infusion lasted 01h39min59 longer than scheduled. 519.6ml was infused because the infusion ended and kvo entered at a flow rate of 3ml/h. Scheduled flow: 21.63ml/h. Scheduled time: 24h00min00. Programmed volume: 519ml. Total infused: 519.6ml. Infusion time: 25h39min59. The user declared that the infusion time was 03 hours longer than what was programmed. In the analysis of the history of use, we found no evidence of infusion error. To verify the performance of the equipment, we perform a functional test using the last programming performed by the user. Programmed flow: 21.55ml/h. Programmed volume: 517ml. Scheduled time: 24h00min00. Infused volume: 515ml (approximately), error: -0.40%. Infusion time: 24h00min39, error: +0.05%. Result: approved. There is no evidence of infusion error in the history of equipment use. The result of the functional test indicates that the equipment is working according to the accuracy specified for it. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion". According to the customer: "during the infusion, the equipment took 3hrs longer to finish the infusion referring to the scheduled time." "Patient identified that the medication did not end at the scheduled time. Reported to team nursing. Nursing team rescheduled for termination medication". "Patient did not suffer any harm".